Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 350cc saline prosthesis, catalog #3502350, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate plus profile 350cc saline prosthesis. At the time of this report, mentor has received no information regarding explant date; however, bilateral prosthesis replacement is indicated.

Manufacturer narrative:
The device history record (DHR) of lot number 7466658 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received on 3/6/2018. Bilateral prosthesis replacement was performed on approximately (B)(6) 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/7/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/11/2018. Device evaluation summary: it was reported that a (B)(6) year-old asian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 350cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint was not confirmed. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).